Event description:
"Runs automatically on off position. Sticks on forward." Was stated on customer repair order. On follow-up with the hospital, hospital representative said that they found the problem during equipment set-up, another drill was used for the case. No patient/user injury occurred.